Event description:
It was reported when an asymptomatic patient presented in the clinic for a normal follow up, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The patient will continue to be monitored. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.